Event description:
It was reported that the patient had a motor stall with no motor stall recovery noted in logs. The motor stall was confirmed and occurred at 02:00 a.m. On (B)(6) 2012. It was indicated that the patient did not have a magnetic resonance imaging (MRI) or electro-magnetic interference (emi) but did experience "some withdrawal". It was noted that the pump still hadn't alarmed. It was reported that the pump was replaced and the health care provider (hcp) aspirated the expected volume of 29.6ml from the old pump and placed it into the new pump. The outcome of the patient was noted as receiving effective therapy and doing much better. The drugs delivered via pump were morphine and baclofen.

Manufacturer narrative:
Product ID 8709, lot# j11176r23, implanted: 2002 (B)(6), product type catheter, product ID 8578, lot# n171976005, implanted: 2009 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly; corrosion and/or wear and/or lubrication was noted.